Manufacturer narrative:
(B)(4). Date sent: 09/11/2025. D4: batch # unk. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? If yes: started and completed. Did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line? No. Was there any difficulty opening the device jaws? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the device did not staple. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/15/2025. Updated data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results showed that six gst60g reloads were received sterile and with no apparent damage. The returned reloads were opened and tested with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the reloads performed without any difficulties noted. No malformed staples were observed. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon 60mm - powered+ is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 494d87, and no non-conformances were identified.